Event description:
It was reported that at implant it took over 33 rotations to extend the lead helix and it took too long for the helix to retract. Viewing the lead under fluoroscopy, it appeared that the helix popped out of the lead. Poor r waves were noted so the lead was repositioned and the helix could not be extended at all. The lead was removed and not used. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found that the helix/lobe was distorted/bent. The distal conductor had blood/body fluid (not obstructed). There was blood in /on the helix/lobe mechanism and mechanism (sleeve head). There was a tip seal observation. Visual analysis noted that the lead was damaged at implant but the steroid ring was damaged during analysis.